Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous circumflex artery. The lesion was predilated with an unk size balloon. The physician advanced the taxus express2 3.5x20mm drug eluting stent but was unable to cross the lesion. The physician retracted the stent delivery system, however, the proximal edge of the stent became caught on a portion of the calcified lesion and stent damage was noted. The procedure was completed with another taxus stent. No patient complications occurred. Patient status is satisfactory.